Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced discolored wires in the power supply transformer. Upon follow up, the customer said that the discoloration was due to excessive heat. The wires that are usually white were tan and had signs of charring. There was no burning smell, smoke or flames. No patient was involved as this occurred during preventative maintenance. The bmt reported there was no burning smell, smoke, spark, or flame observed. The power supply was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 20,000 hours. Per bmt the power supply was replaced as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation. A photos was also provided.

Manufacturer narrative:
Correction: health professional changed from "yes" to "no"; g3 initial MDR submission aware date 07/22/2021.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The reported event was confirmed using a provided photo. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced discolored wires in the power supply transformer. Upon follow up, the customer said that the discoloration was due to excessive heat. The wires that are usually white were tan and had signs of charring. There was no burning smell, smoke or flames. No patient was involved as this occurred during preventative maintenance. The bmt reported there was no burning smell, smoke, spark, or flame observed. The power supply was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 20,000 hours. Per bmt the power supply was replaced as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation. A photos was also provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced discolored wires in the power supply transformer. Upon follow up, the customer said that the discoloration was due to excessive heat. The wires that are usually white were tan and had signs of charring. There was no burning smell, smoke or flames. No patient was involved as this occurred during preventative maintenance. The bmt reported there was no burning smell, smoke, spark, or flame observed. The power supply was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 20,000 hours. Per bmt the power supply was replaced as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation. A photo was also provided.